Event description:
It was reported that the lead was explanted and replaced due to high impedance/thresholds. Approximately 11 months later, it was reported that oversensing was noted and could be reproduced with pocket manipulation. The lead impedance was also high. The device remained in use for about another month, when high impedance was reported again. Testing of the lead through the analyzer was good, so the physician decided to replace the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found; full lead returned. Analysis revealed that the ventricular oversensing condition was the result of a multi beam connector not making continuous contact with the lead.